Manufacturer narrative:
Received one device. Visual inspection found no damage. Review of device indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. The interconnect board was replaced and the device passed verification testing after service. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was frequent primary audible alarms. The event happened during infusion.